Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in the intraoral region #11 it was verified its non osseointegration. A 70 ncm of primary stability was achieved and the implant was carried out immediately. Patient presented bone type ii.